Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the subject device and checked and found followings; [investigation results]: when observing the inside of the channel from the instrument channel outlet at the distal end to the suction connector, no abnormalities such as buckling, scratches, dirt, and foreign matter adhesion could be confirmed. When observing the inside of the channel from the auxiliary water channel at the distal end to the auxiliary water inlet at the endoscope connector, no abnormalities such as buckling, scratches, dirt, or foreign matter adhered could be confirmed. No significant dirt, foreign matter, or scratches could be found on the distal end, instrumental channel port, or around the cylinder. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause]. Conclusion: the root cause of the reported phenomenon could not be identified. Considerations: the microbes, candida and fungus were detected in the regular microbiological test. The numbers of detected candida and fungi was unknown. Then the subject device was transferred to olympus service operation repair center (sorc). Sorc checked the subject device and found the following. The control section had damage. The color indicator of the air/water cylinder and suction cylinder were discolored. The boot had damage. The objective lens had damage. The insertion tube had damage. The examination lamp light intensity was insufficient. From those investigation results, the relationship between the subject device and the reported phenomenon could not be determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel, instrumental channel, air/water channel, auxiliary channel, and distal end of the subject device tested positive for candida and fungus. The test sample was taken just after the reprocessing on (B)(6) 2021. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.